Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 17 and 18 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted prophylactically. The lead was subsequently returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.